Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be verified. Multiple diligence for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the subsidiary, the generic board was found to be causing the issue. They will replace the board once they have authorization from the end-user.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump head would not turn on when the heart lung machine (hlm) was turned on. The treatment was not performed due to the issue being found before the procedure. The issue had no patient involvement.